Event description:
It was reported that customer's insulin pump alarmed button error. The act button is acting funny. The issue started about a month ago. The device alarmed button error about a month ago, but customer was able to clear the alarm. Customer stated now it is difficult to program a temporary basal or bolus delivery. Customer's blood glucose was 13.1 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The auto off alarm anomaly could not be tested due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.